Manufacturer narrative:
Manufacturing site evaluation : on-going .

Event description:
Revision surgery completed due to loosening of tibia and femur components. Date of implantation reported as (B)(6) 2012. Date of revision reported as n/I. Type/brand of cement used during initial surgery is unknown. Explants will not be available for investigation. Components include: nx011z / as vega ps femoral comp. Cemented f5n l / lot number 51853724. Nx053z / as vega ps tibial plateau cemented t2 / lot number 51819356. Nn260p / plug f/tibial plateau / lot number 51863498. Nx043 / patella 3-pegs p2 / lot number 51844942. Nx120 / vega ps gliding surface t2/2+ 10mm / lot number 51830249. Additional med watch reports being reported for similar incidents; same surgeon. All related reports are listed below: 3005673311-2016-00001. 3005673311-2016-00002. 3005673311-2016-00003. 3005673311-2016-00004. 3005673311-2016-00005. 3005673311-2016-00006. 3005673311-2016-00007. 3005673311-2016-00008. 3005673311-2016-00009. 3005673311-2016-00010. 3005673311-2016-00011. 3005673311-2016-00012. 3005673311-2016-00013. 3005673311-2016-00014. 3005673311-2016-00015. 3005673311-2016-00016.

Manufacturer narrative:
Implant components were not returned for analysis. Type/brand of cement used during implantation was not reported. Facility sales representative reported that the surgeon heats up the bone cement to reduce the time required to set. Manufacturing documentation was reviewed for all lot numbers provided; no material defects or manufacturing deficiencies were noted. Based on the information available, it is not possible to determine the cause of loosening. As all cases are from one user, the most likely root cause of the failure is user error, as it is assumed that the user did not use the cement as intended.